Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The problem could not be duplicated during investigation; there was no observable problem with either signal or reference channel. However, the issue was confirmed during review of the dms logs. The system disabled the sensor due to a detected performance failure and the system's self-test functions are working normally. No problem found with the sensor.

Event description:
On (B)(6) 2019,senseonics was made aware of a situation where user had a sensor removal due to sensor inaccuracy.